Manufacturer narrative:
The insulin pump did not have a button error alarm or low reservoir alarm during testing. However, the device had intermittent button response due to flattened esc buttons dome switch. There was no unlocked lcd keypad connector on the insulin pump. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the esc button is unresponsive and they cannot clear the low reservoir alarm. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.